Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s family reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was unknown. Customer declined troubleshooting for high blood glucose and hospitalization. The insulin pump will not be returned for analysis.